Manufacturer narrative:
Terumo has received the actual device and the investigation could not confirm the leak. The leak indicated by the customer was most likely damage to the quick disconnect bond to the oxygenator housing outside of the packaging. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the manifold that connects to the oxygenator outlet was leaking. The product was not changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.